Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. There was an internal scratch line around the circumference of the tip, distal to the screw threads. There was no evidence of blood. A functional test was performed and the tip could not be screwed onto a reference 7 mm endoscope. Based upon this, the reported complaint for "fitting problem" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, upon putting the conical tip on the end of the scope, the harvester noticed it did not thread well on the scope. It continued to twist and did not tighten well. When he looked through the scope with the camera, there was a white ring around the end of the conical tip. He took the tip off the scope and observed the threads on the tip appeared to be warped, and did not align properly. Also, there was a ring of white material at the end of the tip. A replacement unit from an accessory kit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.